Event description:
Soft contact lens user, developed keratitis infection on 4/09/06, ulcerated 3mm in right eye only. Contact lens: acuvue advance with hydraclear- lot b003w5z46m- lens solution: amo complete moisture plus- lot aa02913- and amo ultracare 33755. Lens drops: alcon clerz plus- 86287f- symptoms: near total vision loss- eventually regained 4/12/06, burning, inflamed eyelid, extreme redness, light-sensitivity. Drugs: allegeran zymar-gatifloxacin ophthamalic solution- lot 42423 altaire homatropaire.